Event description:
It was reported that the trocar tip broke off in pt during procedure. Pieces were not retrieved. No product returned.

Manufacturer narrative:
When investigation is completed, I will file a supplemental.